Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was determined to be the mobile device lost power. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.